Event description:
During troubleshooting with customer support, the patient reported having to press the up arrow button multiple times to get a response. The patient confirmed no damage to the keypad. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be torn at the up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive and corrosion were observed under the button contacts.